Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms. Unable to confirm the error and off no power alarms. The device was received with currents within specifications.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The customer was not able to perform the manual prime as the customer had off not power alarm. Advised the customer to revert to back up plan. The customer's blood glucose reading was 425mg/dl. No further information was provided.